Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. It was reported to be unknown whether the myocardial infarction was caused by plaque or a coronary occlusion. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted 1-2 mm below the annular plane due to small sinus anatomy and low coronary height. The final angiogram showed the coronary arteries were patent and there was no regurgitation. Following the implant, an st segment myocardial infarction (stemi) occurred and a coronary artery bypass was performed. It is unknown whether the myocardial infarction was caused by plaque or a coronary occlusion. No further adverse patient effects were reported.